Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. Patient 1 initial result was 154 mmol/l. The repeat result was 140 mmol/l. Patient 2 initial result was 150 mmol/l. The repeat result was 143 mmol/l it is not known if the high results were reported outside of the laboratory. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.